Event description:
The manufacturer received information alleging a ventilator's lcd screen was smashed and unable to be read. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation the device 's lcd screen was unable to be read. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was confirmed due to damage observed. The device's display was replaced to address the issue. Additionally, the device's front panel was found to be scratched and was replaced to address the issue. Several components were replaced due to contamination. The device was cleaned and tested and passed all testing.